Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention or returned devices. Retention and returned devices were tested with 25 miu/ml hcg cutoff urine control and 3 high levels of hcg urine controls (204.2 iu/ml, 205.3 iu/ml and 212.2 iu/ml). All results were hcg positive at read time and met quality control specification. There were no false negative results obtained. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined due to insufficient information provided and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
On (B)(6) 2016, a customer reported a potential false negative hcg result using the consult hcg dipstick test in comparison to a positive serum quantitative result on a patient who presented to a clinic on (B)(6) 2016 to confirm a positive home pregnancy test. The following information was reported: last menstrual period: (B)(6) 2016. No shipping issues upon receipt of new kit. Kit not damaged upon receipt. No external controls run. Internal control line evident. No splitting or delamination of dipstick. Stored at room temperature. Sample and device at room temperature at time of test. Freshly voided afternoon urine, collected in a clean dry container. Tested immediately upon collection. Visual inspection: clear. Cannister opened just prior to testing. Timer used. Dipped in for 5sec, read between 3-4 minutes. No specific gravity. There was no adverse patient sequela. There was no additional information provided.